Manufacturer narrative:
While the evaluation of the incident device showed the device performs according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, valleylab has also found that if the jaws are not cleaned as instructed in the IFU eschar can buildup and cause the jaws to stick to the sealed tissue.

Event description:
The report stated that after a complete sealing cycle the jaws of the device would not open. The surgeon cut around the device to remove it from the pt. The pt was not harmed.